Event description:
It was reported the patient's intrathecal drug delivery pump was replaced due to varying refill residuals. There was more drug than anticipated remaining in the reservoir. The patient experienced more pain and less effectiveness. It also indicated minute amounts of catheter able to be cleared at exchange (0.5ml). Per pump logs returned with the device the drug used in the pump was a mixture of morphine 25 mg/ml at 28.947 mg/day, sufentanil 40 mcg/ml at 43.116 mcg/day, bupivicaine 9.3 mg/ml at 10.0244 mg/day and baclofen 210 mcg/ml at 226.38 mcg/day. The pump was replaced. No patient outcome was reported.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.